Event description:
It was reported that on 11/23/2018, a patient being monitored on the passport 17m patient monitor experienced a ventricular tachycardia event, and the monitor produced a visible alarm but failed to produce an audible alarm. This occurred at 4:40:27am, 6:41:38am and 7:01:20am. No patient injury was reported.

Manufacturer narrative:
An investigation was performed which included an evaluation of the monitor, analysis of error logs and printed ECG strips. The analysis concluded that the established criteria was not met for enunciating a ventricular tachycardia alarm. The monitor performed as designed, and there was no device malfunction.

Manufacturer narrative:
Investigation is in process pending the analysis of data logs.

Event description:
It was reported that on (B)(6) 2018, a patient being monitored on the passport 17m patient monitor experienced a ventricular tachycardia event, and the monitor produced a visible alarm but failed to produce an audible alarm. This occurred at 4:40:27 am, 6:41:38 am and 7:01:20 am. No patient injury was reported.